Event description:
It was reported that the patient experienced hyperglycemia with blood glucose over 400 mg/dl after the ilet was disconnected for several days and an occlusion alert was noted; the caretaker suspected improper cartridge reinsertion and insulin supply checks were conducted by removing the cartridge, after which the agent guided a full supply change, confirmed no tubing bends, resumed delivery through the alert workflow, and provided education on checking insulin via the cartridge icon. Symptoms included lethargy. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention or assistance needs, and glucose subsequently returned to target. Investigation included agent-led troubleshooting, education on occlusion alert handling, and verification of infusion set and tubing integrity. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with potential contribution from interrupted insulin delivery due to disconnection and possible improper cartridge reinsertion, while the occlusion condition resolved after supply change and delivery resumption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.